Event description:
X-ray tube was being used in auto set up mode. When the tube was activated the tube drove forward and almost hit the pt. This is the second time in one year. The table was in a 90 degree tilt when this problem occurred. The problem was reported to the distributor. They did a temporary repair.